Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Preliminary log analysis found that the power supply was out of specifications. The representative then manually adjusted the power output. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was emitting a beeping noise and would not perform 2d or 3d image acquisitions. Restarting the imaging system temporarily restored functionality, however the reported issue repeated after five minutes. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.